Event description:
Customer reports obtaining 171 mg/dl on her advantage system. After writing it in her logbook she turned her meter back on and thought she saw 17 mg/dl. She then turned her meter off and back on again and saw 171 mg/dl as originally displayed. No action or inaction taken based on the value, she thought she saw in the device. No adverse event reported. Requested return of suspect system and replacement sent.